Event description:
It was reported by service report that the fowler was not always working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ball screw. Conclusion: bed repair is in process. Repair is still in process; if add'l info is received, a f/u report will be submitted.